Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The investigation was limited as calibration and quality control data were not provided, and no patient sample material was available for further analysis. False reactive results may occur with this assay due to its specificity. The root cause was attributed to a sample-specific discrepancy. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false reactive result for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. On (B)(6) 2022, the elecsys hiv combi pt assay generated a reactive result of 101.5 coi. On (B)(6) 2022, the same assay generated a reactive result of 122.4 coi for the same patient sample. Additional testing on (B)(6) 2022 included an elisa hiv fourth-generation assay from wantai, which was non-reactive, and western blot, which was also non-reactive. The customer re-tested the patient sample using the elecsys hiv combi pt assay and obtained another reactive result. Western blot was performed as part of the confirmation testing, but no polymerase chain reaction (pcr) rna testing was conducted.